Event description:
Pt took blood glucose test on the suspect device at 6:15pm and obtained a reading of 357mg/dl. Pt's mother then gave insulin based upon device output and took to e.r. Due to high results. E.r. Tested blood glucose on their device, which is unknown, and the result was 36mg/dl. Pt was given IV fluids and treated for hypoglycemia.